Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the physician could not test the sensing of the lead. The lead was not used and another was implanted successfully. The patient was good.

Manufacturer narrative:
A complete lead was returned in one piece measured 58.2 cm, tied in knots. Analysis was normal. No anomalies were found.